Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged black stuff in machine and having nasal/throat burning and irritation. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found minimal signs of sk blower flooded, blower foam degradation, blower box foam particles inside, e73 theraphy pca.. The manufacturer visually inspected the device internally and found minimal sk blower flooded, blower foam degradation, blower box foam particles inside, e73 theraphy pc. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 1 e73 error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit scrapped due to error 73. Section b4, d8, d9, h2, h3, h6 were updated in this report.